Event description:
It was reported that the patient was experiencing inadequate pain relief and overstimulation despite reprogramming. It was also noted that after completing cp diagnostics, there were several impedances. The patient underwent lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted leads will not be returned, as they were kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief and overstimulation despite reprogramming. It was also noted that after completing cp diagnostics, there were several impedances. The patient underwent lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last several months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2317-70. Serial: (B)(6). Batch: 5158184.